Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to dislodgement of the internal magnet subsequent to undergoing an MRI (tesla strength not reported). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed october 8, 2015.